Event description:
It was reported that during a laparoscopic nephrectomy, the firing handle would not close and fire. The physician changed to another white cartridge and it would not fire. There was no pt consequence.